Manufacturer narrative:
Ppae (arrhythmia / hypotension) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp (cardiac power) device was inserted via the left femoral artery in an 81-year-old male patient presenting with cardiomyopathy, scai shock stage c, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease. The registered nurse reported intermittent placement-signal low alarms. The patient recently experienced a rhythm change and was in bigeminy with an associated drop in blood pressure. The placement-signal reading was 111/29 mmhg, and the patient¿s aortic pressure was 108/30 mmhg. A stat (immediate) echocardiogram had already been requested prior to the call. Central venous pressure (cvp) was 9 mmhg. The patient had a documented wide pulse pressure since implant, correlating with arterial-line pressures. The patient survived to explant. The reported hypotension and arrhythmia may be due to the patient¿s underlying cardiomyopathy, hemodynamic instability, cardiac disease and native conduction abnormalities.

Manufacturer narrative:
Updated information: b5: narrative updated. D1: brand name and d4 catalog number updated.

Event description:
Updated clinical narrative: an impella cp (cardiac power) device was inserted via the left femoral artery in an 81-year-old male patient presenting with cardiomyopathy, scai shock stage c, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease. The registered nurse reported intermittent placement-signal low alarms. The patient recently experienced a rhythm change and was in bigeminy with an associated drop in blood pressure. The placement-signal reading was 111/29 mmhg, and the patient¿s aortic pressure was 108/30 mmhg. A stat (immediate) echocardiogram had already been requested prior to the call. Central venous pressure (cvp) was 9 mmhg. The field representative responded that the arrhythmia resolved on its own before any intervention and the pump was repositioned since it was 1cm deep. The patient had a documented wide pulse pressure since implant, correlating with arterial-line pressures. The patient survived to explant. The reported hypotension and arrhythmia may be due to the patient¿s underlying cardiomyopathy, hemodynamic instability, cardiac disease and native conduction abnormalities.